Event description:
Patient was revised to address pain.

Manufacturer narrative:
Additional narrative: - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort, soreness, and toxic cobalt-chromium metal ions. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient was revised to address pain. Update rec'd 12/24/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort, soreness, and toxic cobalt-chromium metal ions. An unknown stem is being added to address allegations of metal ion levels. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update apr 27, 2017: legal medical records received. In addition to what was previously reported, pfs alleges limited mobility due to pain, loosening and presence of liquid surrounding the device. After review of the medical records for MDR reportability, it was reported that the patient was revised to address painful left total hip with synovitis. Revision op notes noted presence of hypertrophic synovium. No laboratory values provided for the alleged toxic cobalt-chromium metal ions. Part and lot information were provided. This complaint was updated on may 05, 2017.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).